Event description:
Customer reported that t:slim x2 pump battery would not charge. As a result of the pump shutdown, customer's blood glucose level was affected, indicated by a reading of "high." Customer attempted to resolve high blood glucose by administering a correction bolus via the pump. After troubleshooting with different adapters and cables, the issue was resolved using a non-tandem charging cable and wall adapter. Technical support advised customer on procedures to follow after a pump shutdown, including resetting insulin on board and restarting cgm sessions, and instructed to monitor the pump and call back if the issue persisted. Customer understood and acknowledged the advice given.

Manufacturer narrative:
Added MDR code